Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Device analysis revealed that the unit returned has catheter damage (detached). The unit returned has the male telescope detached from the hub, near the strain relief section. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that catheter detachment occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery with 20mm in length and 3.0mm vessel diameter. An atlantis¿ sr pro imaging catheter was selected for use. During percutaneous coronary intervention (pci), it was noticed that the imaging catheter was detached. The procedure was completed with another of the same atlantis¿ sr pro imaging catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter detachment occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery with 20mm in length and 3.0mm vessel diameter. An atlantis sr pro imaging catheter was selected for use. During percutaneous coronary intervention (pci), it was noticed that the imaging catheter was detached. The procedure was completed with another of the same atlantis sr pro imaging catheter. No patient complications were reported and the patient's status is stable.